Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-4316, batch/lot number: 36765797, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7108029, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7108120, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7108798, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70, serial number: (B)(6), batch/lot number: 7108789, model/catalog description: linear st lead kit 70 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the lead migrated which was confirmed via imaging. The patient underwent a click anchor explant and lead repositioning procedure. Patient was fine postoperatively. The explanted device was unable to be returned as they were discarded by hospital.